Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the pone. The customer was advised to swap gui to bd cable and run extended self-test (est). Covidien was not authorized to service the device.